Event description:
During an in-clinic follow-up, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was observed on the right atrial (ra) channel of the device. Episodes of oversensing were also found on the right ventricular (rv) channel of the device. Additionally, an electrogram (egm) anomaly was observed when reviewing the ams episode. No intervention has been performed. The patient is stable.

Manufacturer narrative:
The reported event of strange signals seen on the egms were confirmed. Based on the information provided, the strange signals were only seen end of february to mid-march and appeared to be an isolated instance between 10:40 am and 10:50 am. The root cause of the strange signal was unable to be determined.